Event description:
It was reported that the patient had a hole on the ipg site and the physician believed it was an infection. It was stated that the caused of the infection was unknown and it was not device related. The patient was prescribed with antibiotics and was doing well. Additional information was received that the patient underwent a procedure wherein the ipg was explanted and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred sometime early (B)(6) 2021.

Event description:
It was reported that the patient had a hole on the ipg site and the physician believed it was an infection. It was stated that infection was not procedure related and the caused was unknown. The patient was prescribed with antibiotics as well as antibiotic patch. The patient was doing well.